Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. The report of speed fluctuations was confirmed based on the evaluation of the submitted log files; however, a specific cause for the changes in speed and a correlation to the evaluation of the returned lvad pump could not be conclusively determined. The pump was returned assembled with driveline cut approximately 14¿ from the pump housing and the severed portion of driveline was returned. Prior to disassembly of the returned pump, the two portions of the returned driveline were soldered together. The pump was connected to the test equipment in the manufacturer¿s lab, specifically a system controller, power module, display module, and power module patient cable. The pump was run in a basin of water at the set speeds of 6000 rpm, 7000 rpm, and 8000 rpm. The pump appeared to operate normally without any speed fluctuations at any of the set speeds and appeared to ramp up at a normal rate without issue. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no depositions. The pump bearings, rotor, and blood contacting surfaces were examined under a microscope and showed no anomalies. Some minor scratches were noted on a small area of the outlet portion of the rotor, where the rotor begins to taper. The scratches were not uniform in size or direction, and there were no other scratches or marks on the remaining surfaces of the rotor body, on the interior of the blood tube, or on any of the bearings. Due to their appearance and location, the scratches appeared to have occurred post-disassembly. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that in the operating room during implant, the lvad pump was prepped per the manufacturer¿s instruction for use. When the pump was turned on to support the patient, the pump would not maintain the speed at 6000 rpm, and remained at 5500 rpm. When the speed was ramped up to 7000 rpm the same behavior of the pump persisted and it took a much longer amount of time for the device to ramp up. At 8000 rpm, the pump still had large fluctuations in speed under the set speed. The lvad pump was exchanged with another lvad pump.

Manufacturer narrative:
Approximate age of device - event occurred at implant. The device was received for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.